Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5. The home patient's (hp) caregiver (cg) stated that the hp had disconnected to go to the bathroom, and the hc machine alarmed with se 2240. The hp had reconnected and was unable to clear alarm. The technical service representative (tsr) assisted the cg with troubleshooting. The tsr then explained the alarm to cg and advised that hp would need to start over with new supplies or use manual supplies. The tsr then explained to the cg that when disconnecting, hp has to press stop on hc machine , disconnect and then needs to put caps on the patient line and the transfer set. The tsr further explained if hc was alarming se 2240, hp is not to reconnect to hc machine. The tsr advised the cg to have hp inform peritoneal dialysis nurse of the alarm. The hp would do manual exchange. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the nurse, it was verified that the hp did not develop any type of symptoms as a result of this incident. There was no patient injury and no need for medical intervention. The nurse stated that the home patient is fine and he has been spoken to with regards to following proper procedure.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed, should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The caregiver (cg) stated that the hp had disconnected to go to bathroom. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).